Event description:
The customer contacted stryker to report that their device is not completing boot-up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The device reached end of service life and it can not be repaired. A cause of the reported issue could not be determined.